Event description:
Reportedly, during the surgery, the clip applier produced a malformed staple, that caused bleeding in the vessel that was being clipped. Another device was used, and the patient experienced no injury.